Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h6: methods, results, and conclusion codes. The returned torque handle was evaluated. The part was functionally tested with a torque load cell. The handle tested to above 110 in-lbs without ever clicking (multiple test results produced between 120 in-lbs and 180 in-lbs). The complaint is confirmed for failing to limit torque. A review of the manufacturing records did not identify any issues which would have contributed with this event. Although the number of times this specific device was used cannot be accurately determined, it should be noted that the device was in the field for around 7 years. The cause cannot be conclusively determined; however, handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time.

Event description:
It was reported that during the procedure the torque handle did not torque off at 110lbs which caused the tip of the driver to break off. All parts were retrieved from the patient. There were no reported patient impacts associated with this event.this is report two of two.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00387.

Event description:
It was reported that during the procedure the torque handle did not torque off at 110lbs which caused the tip of the driver to break off. All parts were retrieved from the patient. There were no reported patient impacts associated with this event. This is report two of two.